Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting a rise in pacing impedance measurements within the past six months. The impedance had recently reported an out of range measurement greater than 2,000 ohms. Thresholds and sensing were stable and within normal ranges. Lead configurations were assessed and any configuration using the lv tip was greater than 2,000 ohms. When using the lv ring to coil configuration impedances were within normal range. The physician has elected to leave the lv configuration using the lv tip, as this resulted in better threshold and sensing measurements. The patient planned to be monitored. To date, there have been no adverse patient effects reported.